Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the device performed to specification. Review of the device log showed evidence that the device was not in pads view while trying to display the ECG rhythm. Once the ECG view was changed to pads view from lead ii, the device displayed the ECG rhythm. The device passed all testing using the returned multifunction cable and CPR adaptor including bench handling, shock testing, and ECG monitoring stress testing in the pads lead without duplicating the report. The investigation concluded that the device met specifications and performed as designed. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.